Event description:
It was reported that the insyte 24ga x 0.75in catheter broke from the hub during the puncture. The following information was provided by the initial reporter, translated from spanish to english: "patient with a very hard access, it was tried to pass the 24g catheter, when it was punctured it was observed the catheter is broken."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history review could not be completed as no batch number was provided. Since, an investigation could not be performed bd was unable to determine a possible root cause.see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the insyte 24ga x 0.75in catheter broke from the hub during the puncture. The following information was provided by the initial reporter, translated from spanish to english: "patient with a very hard access, it was tried to pass the 24g catheter, when it was punctured it was observed the catheter is broken."